Event description:
Boston scientific received information that this right ventricular lead was explanted due to high threshold measurements. The pt reported feeling some mild dizziness prior to the replacement procedure.

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.